Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital a few days ago with hemolytic anemia, hypoxia, and ground glass opacities on chest x-ray and cat scan. Marked hemolysis was noted, however, no pump issues at this time. Pump parameters are normal. Patient has had two negative results for covid 19.

Manufacturer narrative:
Patient death mentioned in previous report is reported under manufacturer report number 2916596-2020-04154.

Event description:
The patient underwent a left ventricular angiogram to rule out thrombus and graft twist/narrowing. The patient had two right heart catheterizations. The suspicion of alveolar hemorrhage held anticoagulation. The vad parameters were normal throughout the entire process. The patient had no inflow obstructions.the patient expired due to acute respiratory distress. The patient has a molst form for no resuscitation and no incubation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient presented to the hospital with hemolytic anemia, hypoxia, and ground glass opacities on chest x-ray and cat scan. The account also reported that hemolysis was noted. The patient underwent numerous covid -19 tests including serum igg and igm. The account communicated that the patient had nonspecific interstitial pneumonia (nsip) felt to be diffuse alveolar hemorrhage. The patient underwent extensive evaluations for autoimmune/immunologic/serologic testing for pulmonary renal syndromes, antinuclear antibodies (ana), antineutrophil cytoplasmic antibodies (anca), and renal biopsy with fibrillary glomerulonephritis (gn) and fibrosis. Also, the patient underwent a left ventricular angiogram to rule out thrombus and graft twist/narrowing. The patient had two right heart catheterizations and suspicion of alveolar hemorrhage held anticoagulation. The patient also had 4 blood smear tests with no red blood cell (rbc) fragmentation. Rouleaux was found on smear but the patient had normal immunofixation. The account reported it felt to be related to renal dysfunction. The hemolytic anemia was also a component of anemia of chronic disease, suppression with chronic kidney disease (ckd) and iron deficiency anemia (ida). According to the account, the vad parameters were normal throughout the entire process and the patient had no inflow obstructions. The patient ultimately expired on (B)(6) 2020 due to acute respiratory distress. The heartmate 3 lvad, serial number (B)(6), was not explanted. The heartmate 3 lvas IFU lists bleeding, hemolysis, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding, hemolysis, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values no further information was provided. The manufacturer is closing the file on this event.